Event description:
The tip of a implant fractured. The implant was removed and another implant was placed.

Event description:
The tip of a implant fractured. The implant was removed and another implant was placed.